Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error or software error alarms noted during testing however, the formatted history file confirmed software error (line number 3508 file number 26) and pump error alarms due to a software error. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failure alarm during self test. The customer's blood glucose was 139 mg/dl at the time of incident. The customer stated that the insulin pump also received multiple software error detected alarm and the motor arm cannot communicate with the main arm alarm but the customer was able to clear the alarms and rewind the insulin pump. The insulin pump did not pass the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.